Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a e360 ventilator had a blank display. The ventilator was not on a patient at the time of the event. The third party service provider evaluated the ventilator and confirmed the customer reported condition. The ventilator was opened and the connections of the front panel were found to be oxidized. The connections were cleaned, which resolved the customer reported condition. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.